Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When impacting the tibial try, the surgeon noticed a small piece of metal in the soft tissue. Surgeon ordered intra-op xrays to ensure that no metal debris was in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted inserter confirmed fracture of the two anterior locking tabs of the tray inserter's main body. The root cause is being attributed to misuse. In addition, the instrument is old (mfg. 2004) and has been subjected to heavy usage over time. Based on the investigation determination of misuse as the root cause, the need for corrective action is not indicted.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.